Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, user informed the technical support engineer (tse) that they experienced difficulty removing the instrument from usm2 and the endoscope from usm3. The tse reviewed the logs but did not find any error messages. The user was guided to check the sterile adapters and cannulas on usm2 and usm3, where they discovered a plastic blockage inside the cannulas. After removing the plastic, the customer reinstalled the instrument and endoscope, resolving the issue. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that two plastic glove pieces were found inside the cannulas of universal surgical manipulator (usm)2 and usm3. These pieces were intact and identified as plastic glove material, stuck at the cannula tip between the instrument and scope. The surgeon addressed the situation by resetting the glove port and replacing it with a new one. No photographic evidence or video recordings are available for review, and the plastic pieces and cannula will not be returned for evaluation.

Manufacturer narrative:
The reported event was addressed with phone support. There was a plastic blocked inside the cannulas on universal surgical manipulator (usm)2 and usm3. The customer removed the plastic and then reinstalled the instrument and endoscope on usms to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .